Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss replaced the instrument manager and then performed the field service checklist on the unit. The system was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the system gets constant internal communication error, 2011 error (error getting version strings from instrument host) with the whitestar signature system. It was reported that the eight scheduled surgeries were all cancelled and that there was no patient injury.

Manufacturer narrative:
(B)(4). Additional information: a document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.